Event description:
Complainant alleged that during the incoming inspection of the product, the device's pacer rate could not be adjusted. The complainant indicated that there was no pt involvement in the reported failure.